Manufacturer narrative:
The device was not returned for evaluation. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's bg (blood glucose) reached 398 mg/dl while wearing the pod longer than 48 hours. The patient's cannula came out from the arm. For treatment, patient did a correction and waited 30 minutes and checked it again and bg was 382 mg/dl. The mom checked the cannula and it appeared like it was still in the insertion site she gave the patient a pen shot and increased the basal. She then waited for about an hour and checked it again, and the bg levels were 326 mg/dl. She then checked the dexcom and bg was 332 mg/dl. The mother gave him a pen shot and just monitored the patient on the pdm and bg 248 mg/dl. The patient after that was steady at 195 mg/dl. The patient's mother then noticed the cannula was dislodged and so the mother changed out the patient pod.